Manufacturer narrative:
Name: medtronic minimed country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to the infusion set came off while playing on the second day after insertion on (B)(6) 2026. The hyperglycemia persisted for more than four hours and was treated using the insulin pump.